Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has never had at least 50% symptom control since being implanted; they have had a lack of symptom control since implant and has had to ¿cath¿ the entire time. It was also reported that two months ago, in (B)(6) 2018, their healthcare provider found that ¿two electrodes are dead.¿ it was clarified that this was found by use of the clinician programmer, not imaging. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they had been having some symptoms and they wanted to call to inquire if others had reported similar problems or side effects. Patient reported that after implant they started having some really bad symptoms like not being able to walk, confusion, vertigo. Patient reported they had been having flare ups like every other month and takes prednisone for them, but even in between the flare ups they were not feeling very well and using a walker and cane. Patient also had muscle cramps in their legs/feet and bad confusion and couldn't carry on a conversation because they couldn't get the words out right. After their last flare up, they had felt the best they ever had, they didn't have to use a walker, had no pain and they could carry on a conversation and was themselves again. The day prior the patient went to their doctor because they were having to catheterize more. Prior to the appointment, they realized their stimulation was turned off and when they turned it back on they got a shock. Patient realized it had been off for about 12 days which made sense why they were having to catheterize more and had less urine movement. Patient then started having muscle cramps in their legs, even though they hadn't had any since their last flare up. Patient reported they were also feeling a little different in their head, but nothing major. At the appointment the patient told the nurse that stimulation had been turned off for 12 days. The nurse programmed the device and about 2 hours after the patient left the office they started stumbling, their spine and the back of their head were hurting, and they were nauseated and confused. Patient stated it was not time to have another flare up, she didn't expect a flare up until mid-july. The event prior to report, the patient started decreasing the amplitude and symptoms dissipated and they felt the pain leave. Patient reported they could feel the pain go from the top of their head down to their spine, to the lower back as they lowered it. They decreased again to 0.7 on program 3 before bed because they were still having some lower back pain. When the patient got up the day of the report, they were still having pain in their lower back and a little up the spine, so they decreased again. Patient was currently on program 2 at 0.2. Patient was redirected to their healthcare provider to discuss symptoms and appropriate steps to address concerns. Patient reported they had been on a high program since implanted because it took a high program for them to feel anything. Currently the patient did not feel any sensation because it had to be higher for them to feel anything, but then it caused pain. Patient also reported they had nerve damage and wondered if this was why they didn't feel stimulation sensation in their pelvic floor. Patient mentioned during the call that 2 of their programs weren't working. Patient could not clarify. They thought 2 of their electrodes were dead, but the nurse clarified yesterday they were not dead, it was just that 2 of the programs weren't working. Patient called the nurse to see which programs weren't working so they could avoid using them and the nurse didn't know.

Manufacturer narrative:
Product ID: 3889-28 lot# va1lleq; implanted: on (B)(6) 2017; product type: lead eval code method 4114, eval code-result 3221, and eval code: conclusion 67 apply to interstim ii; (serial#: (B)(4) and lead (lot#: va1lleq). Device code: c53269 applies to interstim ii (serial#: (B)(4) and lead (lot#: va1lleq). Patient code: (B)(6) apply to interstim ii; (serial#: (B)(4) and lead (lot#: va1lleq). Device code: c62917 applies to lead (lot#: va1lleq) only. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient who wanted to get in touch with their manufacture representative (rep); they want their rep to come to their next appointment. Patient said they've had two surgeries and they've had problems with both of them. The first time, the implantable neurostimulator (ins) was laying in their spinal cord and stimulating their brain and spine. Now, they lead has dislodged in their sciatic nerve and s2 vertebrae. They also said this time now the lead is dislodged in their sciatic nerve and s1 vert and cannot hardly move; it's deep inside their body (this information conflicts with what was reported earlier). Patient also said they went into their healthcare provider (hcp) after turning on their device because it lit up their spine and caused spinal pain. They further said by the time they got home, they could not walk, could not talk, and was confused so they called the manufacturing company who told them it was not related to the device/therapy and they needed to call their hcp. At this time, the patient decided to turn off their device, but started to get sicker. After talking with the hcp, the hcp said they needed to do imaging which determined the lead had split. The hcp then wanted to go back in and repair the issue, but the patient waited a few months because they were too much of a vegetable. The patient went back to their hcp on (B)(6) 2018 and they "put it back in". Around november and right around thanksgiving, patient said it slipped (or split. The call agency noted the patient's words were difficult to understand) and said they were having leg pain and back pain. The patient said they were having "back pain that they never had in their life, lower back pain, [they] had hip pain"; the hcp said the patient had bursitis or sciatic nerve. The patient also said it hurt at the ins site; it was a bad hurting. The caller also couldn't sit/stand/lay. The patient then said they went back to their hcp to image because they were in a lot of pain and the hcp told them, "oh it is probably [your] other health problems. I have never had problems like you", but the patient knew it wasn't true because they googled it. The patient said their managing hcp imaged it and told them it was lodged in their sciatic nerve and it was deep inside their body; they don't know how it got that way. As a result of what was reported, the patient was redirected to their hcp to resolve the issues. The patient added that they have two horrible surgeries that left them in pretty bad shape. The patient wants the device explanted because it is causing them so much pain, but the hcp wants to talk to them before. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. When asked what caused the stimulation to be experienced in the spine and brain, it was reported that the patient is mentally unstable, and the healthcare provider stated that they ¿know of no such displacement.¿ it was stated that ¿the recent lead did retract so that the # 2 & 3 electrodes are in the s3 canal,¿ but it is unknown why the lead migrated. It was stated that ¿the patient thinks that the implant works one moment, and they want it removed the other.¿ it was noted that an explant was scheduled for (B)(6) 2019, and that the hcp had desired replacement of the lead, but the patient desired explant. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported the cause of the symptoms; inability to walk, confusion, vertigo, flare ups, pain and nausea was pain. It was reported that reprogramming was done to resolve the reported symptoms.